Event description:
It was reported an elderly male patient had prostatic hyperplasia (bph) procedure on (B)(6) 2012. The physician was at the end of the procedure at 160 watts when the patient experienced a cardiac arrest on the table. The patient was resuscitated and flown to (B)(6) for additional cardiac work up. Reportedly, "otherwise doing well, but not yet discharged." One fiber was used in this case. No further information was reported.

Manufacturer narrative:
Fiber inadvertently discarded by operating room staff.